Manufacturer narrative:
(B)(4). The lot was manufactured from june 26, 2014 to june 27, 2014. As the device was not returned, a sample evaluation could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a black mark on the reservoir of a large volume infusor. This was noted after compounding with fluorouracil. There was no patient involvement. No additional information is available. This is report 2 of 2.